Manufacturer narrative:
To date, information suggests that this device remains in service. As new information would become available, this report wil be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, exhibited a charge time measurement of 19.5 seconds. There was a concern that the battery may have depleted earlier than expected due to extended charge time. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Most recently, this medical device has been explanted for normal depletion and had not yet been returned to boston scientific. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.